Event description:
After an implantation period of approx. 67 months, an increasing shock impedance was observed. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 67 months and there was no particular complaint about the device performance. The lead and the ICD were explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. This report is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data and the analysis of the lead itself. Analysis of the available data confirmed the clinical observation. However, there was no indication of an ICD malfunction. The battery status of the ICD was mos1 and was anticipated. Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the rv shock coil was found covered in fibriotic growth. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the observed clinical observations. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.